Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, no pre-implant balloon aortic valvuloplasty (bav) was performed. The valve was loaded once. During the fluoroscopic load check, crown overlap to the third node was observed. The procedure continued and subsequently, at 80% deployment, an infold occurred. The system was withdrawn from the patient. A new delivery catheter system (dcs) was used to implant a new valve. It was noted that the patient¿s annulus measured 82.3 millimeter (mm). No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.